Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms and elevated threshold measurements. Technical services (ts) discussed troubleshooting including a commanded shock or possible lead revision. The field representative would discuss this with the physician. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms and elevated threshold measurements. Technical services (ts) discussed troubleshooting including a commanded shock or possible lead revision. The field representative would discuss this with the physician. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the physician called to review the shock impedance trend for this rv lead as it is on an advisory. Ts discussed impedance gradually rose from implant until now and recommended lead replacement due to calcification and average daily measurements of greater than 150 ohms. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received that this patient was brought in for an electrophysiology study which showed this patient does not require the device system. The physician understands the ramifications of the rv lead calcification and elected to keep this rv lead and device in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms and elevated threshold measurements. Technical services (ts) discussed troubleshooting including a commanded shock or possible lead revision. The field representative would discuss this with the physician. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the physician called to review the shock impedance trend for this rv lead as it is on an advisory. Ts discussed impedance gradually rose from implant until now and recommended lead replacement due to calcification and average daily measurements of greater than 150 ohms. Additional information is being requested from the field. No adverse patient effects were reported.